Event description:
Hovermatt opened to assist in transferring patient. The hovermatt was opened from a sealed package. When unfolded and placed on or bed the hovermatt was noted to be contaminated with a large reddish stain. The packaging was noted to be from a reprocessed hovermatt. The hover mat was removed and bagged and given to material management.